Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The device was evaluated by a ssu technician and the flow measurement board was found to be defective and was replaced. Reference complaint (B)(4).

Event description:
On (B)(6), 2014 it was reported to the maquet sales and service unit (ssu) cnsh that during the ECMO operation, there was a smell of smoke coming out of rotaflow console serial number (B)(6) at (B)(6) hospital on (B)(6) 2013. Also, the system stopped with an error message "err or reference". The console was checked after this event and it was determined that there was a capacitor burning on the flow measure board. The associated rotaflow drive serial number was not provided.reference complaint (B)(4).